Event description:
It was reported that during implant attempt, the leads could not be implanted successfully, and the physician did not clarify the reason for this. Follow-up has been initiated to clarify the nature of any performance issues. If any additional performance information is received, it will be submitted via a supplemental report. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).